Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-00223, related manufacturer reference number: 2938836-2019-06510. It was reported that in (B)(6) 2019, the patient had a vf arrest and the device failed to rescue the patient. During the interrogation low impedance alerts for the atrial and high voltage leads were delivered in (B)(6) 2018. Insulation issue was suspected. The device and all leads were explanted and scrapped and will not be returned for evaluation. The patient was asymptomatic.

Manufacturer narrative:
Correction on section: please change the implant date as it was entered incorrectly, the correct implant date is (B)(6) 2010.